Event description:
It was reported that a patient underwent a robotic ventral/ incisional hernia repair on (B)(6) 2013 and suture was used to secure the mesh. The patient experienced an unspecified traumatic event that caused the suture to break post operatively. This eventually contributed to a recurrence of her hernia. The patient underwent a reoperation to repair the defect.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.